Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable pulse generator (ipg) was reprogrammed to adjust the lower rate.

Manufacturer narrative:
Concomitant medical products: 4968-60 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced weakness, anxiety and felt unwell. Patient stated they think their implantable pulse generator (ipg) is not "hooked up right" and has "damaged their brain". Patient stated their pulse will increase significant when walking and that the rate response has been programmed off. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.